Event description:
(B)(4). Since implanted I began to immediately experience pelvic pain andamp; flank pain which the doctor said in no way could be caused by essure. Over the years the pain has increased exponentially to where my daily life is effected and my ability to be a great mother and wife. Other side effects: hair loss, daily headaches, pain with intercourse, fatigue, skin rash, weight gain, uti's, nausea, sharp stabbing pelvic pain, ovarian cysts, tubo ovarian abscess, night sweats, hot flashes, loss of sex drive, extremely painful periods, heartburn, frequent urination, sensitive skin, bowel issues, dizziness, brain fog, mood swings, tingling in legs and arms, gallbladder issues, swollen lymph nodes, extremely dry skin. I was hospitalized for a week on IV antibiotics for a 9cm abscess. I had to have a tubal ligation and an ablation since the essure did not block my tubes. I am scheduled for a hysterectomy in a week to remove essure device, tubes, cervix andamp; uterus. I hope to keep my ovaries. Essure was recommend by my obgyn (B)(6).